Event description:
As reported by the edwards field clinical specialist, following deployment of a 26mm sapien valve, moderate central aortic insufficiency (cai) was noted on tee, which did not resolve by manipulation and removal of the guidewire. The physician felt that the cai was the result of the large size of the native annulus and the sapien valve being slightly flared at the outflow. It was believed that this flaring caused the sapien valve leaflets to slightly draw away from the central point of coaptation, resulting in the moderate cai. A second 26mm sapien valve was prepped and placed within the first. Post procedure tee and angio revealed no cai following deployment of the second sapien valve. Additional investigation revealed the following: the native annular diameter was 24.5mm by tee. The native aortic valve was moderately calcified, with the calcium distributed unevenly. There was mild ventricular septal hypertrophy. No mitral annular calcification (mac) was observed. The patient's ejection fraction was 45%. Prior to deployment, the first sapien valve was positioned 50:50 across the native annulus. Post deployment, the first sapien valve was positioned 60:40 aortic. The second sapien valve was positioned and implanted 60:40 aortic within the first sapien valve. During valve deployment, balloon inflation was held for three or more seconds, ventilation was held, and there was no loss of pacing capture. The image intensifier angle and the coaxial alignment of the valve and delivery system were described as good.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to cai, including device malpositioning, native leaflet overhang, and over expansion or asymmetrical deployment of the delivery balloon in this case, per the report the physician felt that the cai was the result of the large size of the native annulus and the sapien valve being slightly flared at the outflow, which may have caused the sapien leaflets to slightly draw away from the central point of coaptation. The cai was resolved by the implantation of a second sapien valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.